Event description:
Baxter (B)(4) received a report of an infusor that was leaking and had a precipitate on the cap at the filling port. The device was filled with an unknown chemotherapy product. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation confirmed the reported condition of leaking and a precipitate on the cap at the filling port. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.